Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 27mm bioprosthetic aortic valve, implanted 12 years and three (3) months, was explanted due to degeneration leading to severe stenosis and regurgitation.the explanted device was replaced with a 27mm bioprosthetic valve. The leaflets were stiff and degraded with calcific debris and overall restricted. One of the leaflets became separated and partially unhinged from the stent frame. A 27mm bioprosthetic aortic valve was explanted and replaced with a 27mm bioprosthetic valve. The patient was weaned from cpb with good ventricular function. Transesophageal echocardiogram showed well seated valve with good leaflet excursion and no perivalvular leaks. There was trace mitral insufficiency. The patient was taken to cv ICU recovery in stable condition.